Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unhappy due to unspecified complaint about the stimulator, despite that the ipg was working correctly. The patient underwent an ipg replacement procedure wherein, the old ipg was replaced with the ipg wavewriter alpha. The explanted ipg was discarded.